Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. Examination of the returned instrument found the tip broken. The overall condition of the instrument suggested moderate to heavy usage, scratches and nicks were noted. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
The instrument was reported with an unknown reason.